Manufacturer narrative:
The issue was discovered while bci customer technical support (cts) was assisting the customer with verifying pack placement in the carousel. The customer discovered that a cea reagent pack was scanned through the software before loading the pack onto the carousel. The customer corrected this user error by unloading the cea pack through the software and removed a cea pack from the carousel. Service was not dispatched for this issue. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci), stating that the carcinoembryonic antigen (cea) reagent pack was misloaded onto the access 2 immunoassay system. No erroneous results were reported but the potential of erroneous but believable results can be obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.